Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. The technician reportedly replaced the compressor, the transducer and the arterial line, and re-ran the tubing to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine with a report of unspecified blood loss during patient treatment. The blood was noted as an unspecified amount of accumulated blood on the transducer line inside the machine. The issue was found by a fresenius (B)(4) technician while servicing the machine for an arterial chamber that would not fill during a patient treatment. It was confirmed that the not filling issue was caused by tubes being run incorrectly by an unauthorized person. It was confirmed that the patient was moved to another machine and completed treatment with no injury, adverse event, or medical intervention reported. The technician reportedly replaced the compressor, the transducer and the arterial line, and re-ran the tubing to resolve the issue and return the machine to service. It was confirmed that no sample parts are available fore return. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.